Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on an unknown date. The customer¿s blood glucose was 362 mg/dl at the time of the incident. It was reported that they were hospitalized due to sickness and rise in blood glucose. The customer was treated in the hospital. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant product has been added. The information provided was not included with the initial report. The updated information has been provided with this report.

Event description:
Customer reported via phone call that the insulin pump was not active and was not automatically adjusting insulin delivery during the event.